Event description:
It was reported that the patient advocate expressed concerns that this pacemaker was likely not implanted properly. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported.